Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comments that the epg was missing a rate knob and the encoder was broken. The upper case was noted to be broken around the rate encoder, rate control knob was missing, hanger was broken battery drawer stuck; lower case. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was missing a rate knob and the encoder was broken. There was no patient involvement.